Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2023, the product in question was used in the surgery. The said product could not fit the cup, so the surgeon could not place the said product. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that apex hole elim positive stop has signs of stripped and light scratches on the hex driver hole, the observed damage indicates that the device was involved in a surgical process or handling process with other tools. A functional test was performed with lab sample mating pinnacle cup ( 48 mm e23bn1, 60 mm cr3h21) and the apex hole elim positive stop was able to be assemble and disassemble as intended the reported allegation cannot be confirmed. The overall complaint was unconfirmed as the observed condition of the apex hole elim positive stop would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg 124603000 rev. E current and manufactured. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product in question was used in the surgery. The said product could not fit the cup, so the surgeon could not place the said product.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.